Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt said they fell on black ice in january and the ins hardware was damaged. They then had surgery to have the ins taken out and haven't had one put back in yet. Pt said their hcp was now wanting to have an upper and lower ins put in for their walking. Pt was currently hurting so bad they could barely make it from point a to b. Pt could not remember the name of their hcp.